Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of needle precisionglide 30x1/2in experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: the customer system does not ready the bar code. They use code ean13, system cannot read qr code.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of needle precisionglide 30x1/2in experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: the customer system does not ready the bar code. They use code ean13, system cannot read qrcode.